Manufacturer narrative:
No unexpected no delivery alarms were noted during testing. The pump passed the displacement and rewind tests. Unable to confirm certain error alarms in the alarm history screen due to an over written history file. The pump gave a motor error alarm during the basic occlusion test due to moisture damage on the force sensor. The motor was tested outside of the device and it passed. The pump had minor scratches on the lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Event description:
It was reported via phone call, that the customer received a motor error alarm. Customer's blood glucose level at the time 404 mg/dl. Customer treated with manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.